Event description:
It was reported that during an ablation procedure to treat atrial fibrillation, a farawave ablation catheter was selected for use. The catheter was prepped as normal and flushed properly. Once attached to pump for irrigation, an occlusion was noticed. The catheter was removed from the patient and no dripping was seen. They removed the drip line from the catheter, and it was dripping. After multiple unsuccessful attempts for the drip to flow, they replaced with the new catheter and continued with the procedure. The procedure was completed successfully without patient complications. The device has been returned and is pending analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Upon device return and inspection, no outer abnormalities were observed. No luer detachment was observed on the device. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation line was tested using the syringe. It was noted that flushing was functional in all deployment states.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation, a farawave ablation catheter was selected for use. The catheter was prepped as normal and flushed properly. Once attached to pump for irrigation, an occlusion was noticed. The catheter was removed from the patient and no dripping was seen. They removed the drip line from the catheter, and it was dripping. After multiple unsuccessful attempts for the drip to flow, they replaced with the new catheter and continued with the procedure. The procedure was completed successfully without patient complications. The device has been returned and is pending analysis.